Manufacturer narrative:
A review of the production records did not identify a device problem associated with the reported infection. The complainant requested a replacement implant. The patient's weight and information regarding the nature of the infection were requested; however, the sales representative was unable to provide the requested information.

Event description:
Patient experienced wound infection of the right side. Implant was explanted.